Event description:
The customer complained of a questionable inr result for 1 patient from coaguchek xs pro meter serial number (B)(4) compared to the laboratory result. The laboratory reagent was stago neoplastine. At 11:23 am the result from the meter with a fingerstick was 1.9 inr. At 11:23 am the laboratory result was 3.0 inr. There was no adverse event. The laboratory result was believed to be correct. The customer's warfarin dose was changed based on the laboratory result. The customer was "stable". The patient was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had no changes in diet, no illness, no new medications, no bleeding, and no bruising. The patient's therapeutic range was 2.0 - 3.0 inr. The qc was acceptable. The device was requested to be returned for investigation. Relevant retention test strips (lot 345215) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was measured with master lot strips using quality control material. Testing results: qc 1: 3.2 inr. Qc 2: 3.2 inr . Qc 3: 3.2 inr . The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.9 - 4.5 inr). All measurements were without error messages. The maximum difference between measurements was 0%.